Manufacturer narrative:
E1 initial report address: (B)(6).

Event description:
It was reported that a dissection occurred. A 3.50 x 48 mm stent was first deployed in the right coronary artery. A 2.50 x 38 mm synergy was deployed at 11 atm in the moderately tortuous and moderately calcified left anterior descending artery to treat a 90% stenosed lesion. The lesion was first pre-dilated with a 2.00 x 12 mm semi-compliant balloon. After post-dilation of the stent with a 2.50 x 12 mm balloon at 18 atm, a flow-limiting, proximal edge dissection was noted in the proximal part of the stent. To cover the edge dissection, a 3.00 x 16 synergy was deployed proximally, overlapping it. The procedure was completed successfully and the patient fully recovered and was stable.